Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to tight zip on the right-hand side of the half height drawer. A field service engineer replaced the communication sled to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system randomly dropped off the half height matrix drawer during in the middle of cases. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction was occurred due to too tight zip on the right hand side of the half height drawer. A field service engineer replaced the communication sled to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system randomly dropped off the half height matrix drawer during in the middle of cases. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.